Manufacturer narrative:
The initial MDR 2432235-2017-00593 was filed on nov 02, 2017. Additional information (10/11/2017): the customer service engineer (cse) replaced the reagents. The cse ran quality control, which was within range. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. The components in the power supply are flammability rated and will not catch fire when they fail.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the smoke. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified a failed power supply and replaced it. The cause of the smoke is a power supply failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The instrument was powered off and unplugged by the hospital fire squad. There were no injuries to laboratory personnel and no patient samples were affected due to the smoke emitted from the system.